Event description:
Per the original reporter in uf #: (B)(4), it was reported that, "a patient had a post-pyloric nutraglide enteral feeding tube placed for nutrition support on (B)(6). The placement of this tube was confirmed by x-ray and insertion was done per hospital policy. The patient developed respiratory distress and abdominal distention the following day (B)(6) which required increased support. On (B)(6), approximately 2 days after the feeding tube was placed, a kub [kidney, ureter, and bladder x-ray] was done for ongoing symptoms which was abnormal, so a follow up ultrasound was done which was significant for a duodenal perforation. The patient was intubated for respiratory failure in the setting of abdominal sepsis and taken to the or for repair of the perforation which was caused by the enteral feeding tube according to the surgeon. According to the surgeon the perforation was at an area in the duodenum where the bowel has a curve and the straight, stiff feeding tube eroded through the bowel wall".

Manufacturer narrative:
Based on the information reported to amt on 05/29/2025, it was determined that an adverse event should be reported to FDA as a duodenum perforation was found in the small intestines of the patient two days after a nutraglide nasal feeding tube placement. The initial information provided to the amt sales representative indicated that the patient weighed less than 3 kgs and that the 5-6 french size was used with a guidewire for a post pyloric placement. It was reported that the tube was analyzed after removal by hospital staff and no defects were noted. Amt's requests for further information have not been fulfilled by the hospital at this time, and the device was not available for return. On 06/09/2025 amt was notified by the FDA of medwatch report #: (B)(4) which was reported by the hospital in this event. In the report it was noted that a 6-8 french size device was reportedly placed on a 10-week-old infant born at 31 weeks that had multiple other preexisting medical conditions. It is not believed that the perforation is related to the nutraglide device. The tube placement follows the guidewire that is placed previously to the tube placement. The initial guidewire placement is most likely the cause for the perforation. It was reported that the patient made a full recovery after surgery. Recent trending data shows there are no similar reported occurrences from any other hospitals. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint #: (B)(4).